Manufacturer narrative:
Additional, changed, and/or corrected data: d9, h3, h6. Device evaluation: the device related to the reported events rupture was received on jul 18 , 2025, with lot number 3006549. Based on the product analysis performed, the assessments of the complaints are: ¿ rupture: not observed. As per the investigation procedure, deformation, crease and wear abrasion were observed and none of the observations are found to be potentially related to the manufacturing process, no further actions are required.

Event description:
Healthcare professional reported "replacement due to contralateral rupture". Later healthcare professional reported "suspected intracapsular rupture via ultrasound". This record is for the left side. Device was explanted and replaced.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Healthcare professional reported "replacement due to contralateral rupture". Healthcare professional later reported left side "suspected intracapsular rupture" via ultrasound. Device was explanted and replaced with a non-allergan device.